Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11/sep/2018. Date received by manufacturer: 11/jun/2018. The touch screen was returned for evaluation. The part was tested and no issues were identified. The part performed as expected. The cause of the event could not be determined.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.